Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was upset because they had been having to charge the ins every two days, patient was told they would have to charge about once a week. It was stated that patient charges the ins to full and the recharger was also almost full. Caller stated they think the setting was 3.5 or 3.6. It was noted that patient had not been recently reprogrammed or switched to a new group, and they did not have the need to increase parameters. Patient charges their ins to 100%. Patient was redirected to follow up with the health care professional (hcp). No symptoms reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated they were told that the recharge would be approximately 1 hour per week. A full charge requires 5.5 hours per four days. The patient has an appointment with the doctor on (B)(6) 2019 to check it out. The issue was not resolved at the time of the report.